Event description:
On 5/21/2024, it was reported by a sales representative via (B)(4) that an ar-8550rfoe retractable flushcut burr had the head of the burr break off into the joint during use. They had to use a grasper to retrieve the broken part of the burr, and a new ar-8550rfoe retractable flushcut burr was opened to finish the case. There was a 5-minute delay in the case to retrieve the broken piece. This was discovered during an arthroscopic rotator cuff repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 5/28/2024: there was not an interruption of flow, but the device broke in the joint and a grasper was used to get this piece out of the shoulder. The patient did not experience any adverse effects and were able to retrieve the broken piece out of the patient. The added 5 minutes to the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.